Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker error on the mp50 monitor. The device was not in clinical use at the time of the event. No death, serious injury or adverse event occurred or was reported as a result of this issue.